Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacral colpopexy, left paravaginal repair, anal sphincteroplasty and perineorrhaphy due to stage iii pelvic organ prolapsed and anal incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2008.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to hydrodynamic stress incontinence. It was reported that following insertion the patient experienced extrusion, infection, recurrence, bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with autologous fascia lata harvest, lysis of adhesions, removal of infected mesh through the abdominal route and sacrocolpopexy using autologous fascia lata due to extensive pelvic and abdominal adhesions, infected sacrocolpopexy graft for vaginal vault prolapse additionally.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.